Event description:
It was reported that during testing at the manufacturer facility, the device was determined to be leaking a substance. As this occurred during testing, there was no patient involvement, no delay, no medical intervention and no adverse consequences.

Manufacturer narrative:
During testing at the manufacturer, the technician confirmed that the device would not run at full power and had leaking external substance, attributed to buildup of orange substance internally.

Event description:
It was reported that during testing at the manufacturer facility, the device was determined to be leaking a substance. As this occurred during testing, there was no patient involvement, no delay, no medical intervention and no adverse consequences.